Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline power faults that started a few weeks ago while steaming food. There was moderate wear on the modular connection arrows to driveline with the paint worn off. Upon inspection of the cable, the locking mechanism was found to be slightly loose but not to the point of visible yellow line. The locking mechanism was re-secured, the fault was cleared while on power module, and self-test was performed. The alarm condition was resolved. Both the periodic and event log files confirmed the driveline power fault events with the periodic log showing the faults occurring as far back as the beginning of the log on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, the reported worn indicator on the modular cable locking nut was unable to be confirmed as no images were submitted for review and the patient remains on going. The controller event log file contained events from 22mar2012 to 23mar2012. Of note, the clock appeared to be set to the incorrect year. The pump operated as intended at the set speed for the duration of the log file. The log file recorded a driveline power fault active throughout the duration of the log file. Log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The device history record of the heartmate 3 vad modular cable, lot number 8368745 showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate 3 lvas patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-01893.